Manufacturer narrative:
(B)(4). D10: unknown g7 liner unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date and was implanted with zimmer biomet products. Subsequently, the patient was revised due to instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, a4, b5, b7, g3, g6, h2.

Event description:
It was reported that the patient underwent a left hip arthroplasty on an unknown date and was implanted with zimmer biomet products. Subsequently, the patient was revised due to instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: medical record assessed, no timeline created for it is a letter from patient to doctor asking for part/lot information. Image assessed, not sending to radiology for image is undated and unable to correlate with event. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.